Event description:
It was reported that the balloon became stuck in the introducer, and the balloon broke. A 14 mm x 6 cm, 75 cm xxl vascular balloon was selected for an arteriovenous fistula (avf) dilatation procedure. When attempting to advance the balloon through an 8 french non-boston scientific introducer, the balloon became stuck. The balloon then broke inside the introducer when it was attempted to withdraw it. It took approximately ten minutes to retrieve the balloon and then replace the introducer and balloon. The procedure was completed successfully with another xxl balloon, and no patient complications were reported.